Event description:
It was reported that during a low anterior resection procedure, the staples did not form properly causing the staple line to open. Sutures were used to close the staple line. There was no patient consequence.